Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, diopter -14.50 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the patient began to experience low vault with lens rotation. The lens remains implanted.

Manufacturer narrative:
Surgeon and patient have decided to not remove the lens. Patient will visit surge on to monitor the vaulting. (B)(4). No similar complaint types reported for units within the same lot. (B)(4).